Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with severely dilated anterior and posterior leaflets and enlarged atrium. A mitraclip ntr was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. However, while removing the steerable guide catheter (sgc), it was observed that the atrial septum was damaged. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported minor injury/ illness / impairment was a result of case-specific circumstance no intervention/treatment was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.